Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-08027. It was reported the patient experienced loss of stimulation approximately two weeks ago. Diagnostics indicated high impedances on all contacts of the leads. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-08027. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the leads. Effective stimulation was restored post-operatively.